Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow keypad buttons were sticking and required additional presses to elicit a response. The patient confirmed that the keypad was intact. The patient reportedly wore the pump with a protective lens film under a garment, against the body. The patient reported that she does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad had no visible damage. All keypad buttons had intermittent response when pressed. The up and down arrow keypad buttons required multiple presses to evoke a response. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.